Manufacturer narrative:
Received one used mc33213 smallbore pressure infusion set for inspection. A crack was observed on the female luer connected to the microclave. The set was leak tested per product specifications. There was leakage from the crack. The manufacturing records were reviewed and no non-conformities related to a crack on the female luer were found. The reported complaint can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported that the j-loop had a crack in it. When attempted to draw blood after starting the IV, blood came out of the side and went everywhere. There was patient involvement and unknown adverse events.